Event description:
A distributor in (B)(6) reported that they received an rt125 infant bias flow breathing circuit without a label. The missing label was observed before pt use.

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the returned breathing circuit was inspected for missing components. Results: inspection of the complaint device confirmed that a label was missing from the breathing circuit packaging. A lot check revealed no other complaints of this nature for this lot number. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted tag. There are standard operating procedure (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. No pt consequence occurred as a result of this event. (B)(4).